Event description:
It was reported that the patient presented to the clinic because they did not feel well. It was also reported that the device had no output, telemetry could not be established and the elective replacement indicator had been triggered. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.